Event description:
Patient reported the down button on the infusion device is faulty. Patient stated when the down button is pressed; the infusion device turns itself off. Patient reported the batteries and the battery cover have been replaced and the same issue occurs. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.